Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18. (B)(4) the reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2013-00034 and 3005099803-2013-00035 address these devices. It was reported to boston scientific corporation that two resolution clip devices were used during an egd (esophagogastroduodenoscopy) procedure in the stomach performed on (B)(6) 2012. According to the complainant, during the procedure, the physician advanced the resolution clip device (mr # 3005099803-2013-00034) to the target tissue; a gastric lesion in the stomach, and then locked and deployed the clip assembly. However, the clip failed to release from the delivery catheter. The device was withdrawn, and a second resolution clip device (mr # 3005099803-2013-00035) was then used, but the same issue occurred; after deployment, the clip failed to release from the delivery catheter. The procedure was completed using another resolution clip device. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being okay.